Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device distal end cover was found burnt. The root cause could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the reported issue. However, according to the investigation, the reported event occurred due to the use of high-frequency treatment instruments without maintaining a sufficient distance from the distal tip of the device. According to the investigation, the reported issue is detectable and preventable by handling device in accordance with the following IFU. Gif-h290t operation manual: chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the entire endoscope. Gif-h290t operation manual: chapter 4 operation: 4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burn on the distal end. There was no report of patient involvement or user injury associated with this event.